Event description:
The customer reported to philips healthcare that the qcpr meter was not working. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.